Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented for device replacement due to eol which was noted during the clinic visit on (B)(6) 2017. During the procedure the right ventricular lead was tested through pacing system analyzer. The lead exhibited loss of capture. The lead was capped and replaced on (B)(6) 2017. The patient was stable before, during and after the procedure.